Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that post-implant this subcutaneous implantable cardioverter defibrillator (s-ICD) oversensed noise resulting in an inappropriate shock due to air entrapment. Tachy therapy was programmed off to allow air to self-absorb. One day later the issue was improving and one week later it was confirmed to have resolved on its own. No adverse patient effects were reported. The device remains implanted and in service.